Event description:
The patient fell and the nail broke. Revision surgery was neccessary.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches with the alleged failure. Visual inspection of the received gamma3 trochanteric nail was completely broken in the thinned webs of the proximal drill hole for the lag screw. No further damage was found. The appearance of the breakage surfaces revealed the nail had broken in brittle manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that, ¿the surgeon must warn the patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union.¿ based on the investigation, root cause of failure could be attributed to patient related issue. Failure was caused due to sudden mechanical overstress generated when patient fell. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient fell and the nail broke. Revision surgery was necessary.